Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, upon opening the package, the ophthalmic forceps were unable to open or close when pressure was applied to the handle. No patient harm was reported. Procedure details have not been provided. Additional information has been requested but is not available at the time of this report.